Event description:
A customer reported that a surgeon is having difficulty tracking during surgery. No patient harm reported. No additional information is available.

Manufacturer narrative:
During the onsite visit the company representative replaced the tracker camera and ir illumination. The system meets company specifications. The treatment date was not provided, therefore, a logfile review could not confirm the reported issue. Without the sample, the root cause could not be determined conclusively. The possible root cause could be a faulty tracker camera or faulty ir illumination or an alignment. (B)(4).

Manufacturer narrative:
The device history records (DHR) for the device were reviewed. The associated device was released based on acceptance criteria. A root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The received sample was inspected. No tracking problems can be reproduced and no defect or other deviation can be identified during testing. Both components are functional and can be adjusted without issue. No technical root cause could be determined as the returned parts are performing within specifications and as intended. (B)(4).